Event description:
The customer reported via phone call that while changing the reservoir, she noticed a chip on the reservoir opening of her pump. Customer's blood glucose was 140 mg/dl. Customer was unsure of what caused the damage. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.